Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation on her chest under the lifevest and a dime sized open sore under the back right electrode that had reportedly bled. The patient's doctor recommended keeping the area clean with (B)(6) soap. The patient had reportedly been using (B)(6) on the irritation and the irritation had improved.